Event description:
A talent stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Vessel morphology was not reported. There was some disease, tortuosity and calcium in the vessels. It was reported the stent graft was deployed down to the contralateral gate, but the gate ended up being crimped by thrombus or by angulation in the vessel; however, it is unk what caused the stent graft to crimp. This made it impossible to cannulate from the normal route. They went up and over the bifurcation, and were able to get a wire through and the gate was on the opposite side which made it difficult to snare the wire. The decision was made to convert the device to an aorto-uni-iliac by lacing a 28 mm aneurx cuff in the flow divider after which a 36 mm talent cuff was implanted into the aneurx cuff. The internal iliac artery on the right side was plugged above the internal iliac artery. The stent grafts were ballooned with another MFR's balloon; however, the physician over expanded the graft and ruptured the common iliac artery on the left side. This was covered with a talent iliac limb stent graft and sealed the rupture. The pt has lost a lot of blood but was given blood products and was doing fine; however, the pt expired the next day.

Manufacturer narrative:
Evaluation results: (death), (vessels were diseased, tortuous and calcified). Conclusion: (vessels were diseased, tortuous and calcified), (balloon was over expanded), (balloon). Pt code: other (required secondary intervention). Device code: other ( difficult to cannulate).